Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported pump stoppage. The patient was known to have a potential driveline issue (MFR# 2916596-2020-05430) and the center reported that the event occurred when due to the patient being connected to a grounded patient cable. The submitted log files captured multiple pump stops and low-speed events, as well as associated alarms, on (B)(6) 2021 at 10:34:12 through 11:56:26 when the driveline was disconnected. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient underwent a routine echocardiogram which revealed a clot in the left ventricle. The patient experienced also experienced pump stop and low-speed events due to the patient being connected to a grounded patient cable. According to the account, the patient remained alert and hemodynamically stable and was provided an ungrounded cable. The patient underwent a pump exchange on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03oct2016. The heartmate ii instructions for use (IFU), section 1 lists peripheral thromboembolic events as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. This IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the driveline (dl) cut approximately 3.75" from the pump housing and approximately 26¿ of the distal portion of the dl was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port.. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Visual inspection of the returned portions of the driveline did not reveal any damage to the insulation of the wires. The two returned portions of the driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's known short to shield was reported under MFR# 2916596-2020-05430. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the emergency room (ER) after routine echocardiogram showed a clot in left ventricle. The patient experienced a low flow, low voltage, and pump off alarm on (B)(6) 2021 as soon as connected to wall power. Upon arrival in ER the patient was connected to regular patient cable. The log submitted contained data as backup controller. The log only had data from (B)(6) 2021 from 12:01pm to 12:15pm. Original log file showed patient started to have alarms as soon as connected to grounded cable around 11:53am on (B)(6) 2021. Log file submitted contained multiple low speed hazard and pump stop alarms from 10:34am to 11:54am on (B)(6) 2021. The patient has a known short to shield condition in which a full driveline repair was performed. While in the ER, the patient remained alert and hemodynamically stable. The patient was provided ungrounded cable until undergoing a successful exchange to hm3 (heartmate 3) on (B)(6) 2021 without additional alarm from the hmii (heartmate ii) prior to explant. No additional information provided.